Event description:
An impella cp device was inserted via the right femoral artery in a 34-year-old female patient for a primary indication reported as ¿other.¿ the patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage b. Comorbidities were not reported. While on impella support, plasma-free hemoglobin (pfhgb) values of 49 mg/dl and 78 mg/dl were reported. Urine was described as clear. Laboratory values were otherwise as documented. The bedside nurse reported that no interventions were required in response to the reported findings, no blood products were infused. It is noted as unknown whether imaging was utilized to assess impella position, and no additional details regarding device positioning were provided. The patient subsequently survived to explant.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.